Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's personal diabetes manager (pdm) would not turn on and despite taking manual insulin injections, her blood glucose level remained high (no specific levels were provided). Symptoms reported include hyperglycemia. The patient was treated with intravenous insulin, fluids and potassium. Patient also reported being 30 weeks pregnant and remained in the hospital (awaiting a replacement pdm) at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's personal diabetes manager (pdm) would not turn on and despite taking manual insulin injections, her blood glucose level remained high (no specific levels were provided). Symptoms reported include hyperglycemia. The patient was treated with intravenous insulin, fluids and potassium. Patient also reported being 30 weeks pregnant and remained in the hospital (awaiting a replacement pdm) at the time of reporting.